Event description:
It was reported via repair work order that the patient right load wheel casting was cracked which made the caster loose. This can affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.